Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: impossible to unlock buttress nut. After implanting the helical blade into the patient through the protection sleeve, it was impossible to unlock the buttress nut out of the aiming arm. Connecting the nut into the aiming arm, most of the time works hard, but it is almost impossible to disconnect them. In order to disconnect the instruments the doctor could only turn the buttress nut until it loosens from the protection sleeve. This is 3 of 4 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned and a device history records review has been requested. The investigation is ongoing.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis.

Manufacturer narrative:
The investigation has shown that the instrument presents some deformations at the coupling part and therefore the proper connection/disconnection is no longer ensured. The review of the manufacturing documents showed conformity with the specification. No manufactured related issues that would have contributed to this complaint were found. We can only assume that the complained malfunction is a result of wear and tear. Device history record manufacturing documents were reviewed and no complaint related issues were found.

Event description:
This is 2 of 4 device for this event reported on (B)(4).